Manufacturer narrative:
Complaint is not confirmed. The returned device was assembled with a new ar-6410 and ar-6430 arthroscopy pump tubing and was tested and evaluated under normal use conditions to find if the issues reported can be reproduced. The pump was powered on, and no error messages and no audible alarms were triggered. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected. Pressure fault test, when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected. Functional testing with the pressure calibrator found no pump pressure issues. The pump was supplied with 100mmhg and 200mmhg of pressure and displayed the correct reading for each. No problem found. Visual evaluation noted some scratches on the top lid. The review of complaint records for serial number n18174c21 shows that the device has no previous complaints. The manufacturing date of the device is 2021-03. No problem was found with the allegation, but an additional visual failure mode was identified and associated with damage to the device. Refer to investigation photos. Complaint is not confirmed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/16/2023, it was reported by a sales representative via sems-06058934 that an ar-6480 dw arthroscopy pump had a pressure fault error message during use. Pressure started going very high, causing overpressure, and then the joint blew out of the patient. This was discovered during an unspecified procedure. Additional information has been received on 10/23/2023: this was discovered during an arthroscopic I/d for septic knee on (B)(6) 2023. The doctor stated that he blew out the patient's capsule. Intervention is required because the patient has pain, swelling, and water still in the thigh. The patient is still in the hospital, and no x-rays are provided, or additional surgery is scheduled. The case was completed on gravity by taking the pump off and finishing the case with gravity. The pump settings at the time of the event were at "45mmhg." The surgeon has pictures taken of the knee.